Event description:
A stryker core impaction drill was called in for repair due to overheating. There was no patient involvement, no adverse event was associated with the device.

Manufacturer narrative:
During quality investigation, the customer's complaint was confirmed; the device exceeded the maximum allowed temperature rise during testing. Further investigation revealed a broken motor, core drive shaft and other component parts; the motor was identified as the primary cause of the device failure. The device was repaired and returned to the customer.